Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, when the nosecone of the delivery catheter system (dcs) was withdrawn, the guidewire that followed was pulled too quickly, interacting with the valve, causing the valve to dislodge upwards. The paddle of the valve was hooked with a snare. A second transcatheter valve was implanted in a fixed position successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.